Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir is broken and chipped on the insulin pump. Caller stated that the holster is also broken. Caller stated that she was just taking the reservoir in and out and noticed that it was unable to lock in place. Caller stated that the reservoir will come off. Caller indicated that the damage was due to wear and tear. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan.